Event description:
According to the reporter, during a laparoscopic prostate cancer procedure, the specimen bag broke outside the patient. It was noted the cancer tissue was in the bag and spilled back into the abdomen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.